Event description:
The following has been reported: biomed reported: nurse had a running infusion for hours and at 0232 pump problem alarm triggered interrupting an active infusion. She attempted to troubleshoot the issue x 10mins by re-loading a cassette without resolve and ultimately patient harm: yes, the patients sedation status changed due to the length of time therapy was interruped. A preliminary review of the logs identified the following issue: mechanical hardware failure (av sticky valve). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Manufacturer narrative:
N/a.